Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The previous preventive maintenance was performed on (B)(6) 2020. The investigation determined that the event was more likely to be sample-derived than due to instrument or reagent packs. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable elecsys ca 19-9 immunoassay results for one (1) patient sample on a cobas e 411 immunoassay analyzer. The initial result was 55 u/ml and the repeat results were 5 u/ml and 5 u/ml. It was not possible to confirm whether the customer reported the results to a physician. However, there were no inquiries from physicians or reports of patient effects. The reagent lot number and expiration date were asked for but not provided.